Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08795 inches. No over delivery anomaly, under delivery anomaly, bolus anomaly or basal anomaly noted. Device was monitored for 1 day. No unexpected e/a alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump takes a day to pass the insulin. Customer¿s blood glucose level was unknown. Customer also reported that insulin pump alerts continuously. The insulin pump will be return for analysis.